Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. Manufacturer's investigation conclusion: the reported event of the system monitor displaying ¿0,14¿ for speed was not confirmed. The log file contained data spanning 9 days (on (B)(6) 2018 per time stamp). The pump maintained speeds above the low-speed limit while connected to the driveline. The root cause of the reported event was unable to be conclusively determined through this analysis. Although the system monitor was not returned for evaluation, a corrective and preventative action (CAPA) was opened to further investigate issues related to the system monitor atypical screen behavior. The device is included in the system monitor atypical screen behavior advisory issued by abbott on 08 may 2024. The heartmate 3 instructions for use (rev. F, section 4 ¿system monitor¿) instructs users how to properly setup and use the system monitor. The heartmate 3 patient handbook (rev. D, section titled ¿emergency contact list¿) cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that during a clinic visit, the patient was plugged into the system monitor and the alarm history was reviewed. The alarm history appeared normal and showed all pump parameters. The alarm history was reviewed again and at that time the alarm history showed "0,14" for speed. Log files were submitted for evaluation and "0,14" was not noted in any of the speed columns. It was suggested to reboot the system monitor.